Event description:
It was reported that balloon rupture occurred. A 3.25mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the ballon ruptured. The device was removed, and the procedure completed with another of same device. There were no patient injuries reported, and the patient was good post-procedure.